Event description:
It was reported to boston scientific on 11/28/2006 a product problem associated with a liver chemo embolization procedure. It was reported that "during injection of the therapeutic agent (nitomycine and lipiodol), the physician noticed a ballooning of the distal part of the microcatheter (device in question), about 10 cm proximal to the distal tip of the device (device in question). The (device in question) lumen doubled in diameter. As the procedure was finished, he removed the (device in question) and could visually confirm the ballooned section, which was about 1 cm in length. (Prior to use, the (device in question) was inspected and looked normal. No friction or resistance was encountered positioning the catheter over a terumo-16 guidewire. The nitomycine was injected with a 3cc syringe.)" It was reported that there were no patient complications.

Manufacturer narrative:
The device in question has been returned to the manufacturer and is currently in process of evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.